Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. UDI: (B)(4). Investigative summary: the customer issued a complaint for a pre-activated device detected by end user. Neither photo nor sample was provided to bd medical- pharmaceutical system (bdm-ps) for analysis. Batch number is unknown. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in stan-010: investigation conclusion: not confirmed. A 100% automatic: - 100% inspection by camera: trigger finger distance on assembled device. Root cause analysis: neither physical sample nor photo is available to check whether there are damages or missing features on the safety device which would explain premature releasing of the unit. Bd has controls in place to detect partially (one trigger finger is unlatched) or completely activated devices: - there is 100% inspection by camera on assembled devices before packaging; - there is sampling visual inspection of assembled devices including searching for activated and partially activated devices, improperly molded components and damaged parts. Conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practice and guidelines were collected and summarized. Stan-010. We did not find any direct cause in our process which may cause pre activation of the devices.

Event description:
It was reported, the bd ultrasafe passive¿ x-series needle guard syringe safety mechanism failed leaving the needle exposed. No serious injury or medical intervention reported.